Manufacturer narrative:
Qn#: (B)(4). UDI number unavailable as complainant did not report a lot number. The customer provided two photos for analysis; the complaint of a catheter bend was able to be confirmed by the photo. The customer photo shows an x-ray of the catheter with the distal end appearing to loop upwards. A complete visual inspection could not be performed as no sample was returned for analysis. R & d and clinical and medical affairs (cma) were contacted as a part of this complaint investigation. Cma stated that the white areas shown in the x-ray image from the customer provided photo is the plug within the distal lumen which divides fluid pathway. Due to the size of the catheter, a kink would appear more acute and impact the overall function of the catheter. Therefore, there is no problem detected from the customer supplied photo. The instructions-for-use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use, or removal (except as instructed). Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of catheter bending was not confirmed by visual inspection of the customer supplied photo. The customer photo shows the distal end with the plug appearing white under x-ray fluoroscopy. Cma stated that the white areas shown in the x-ray image from the customer provided photo is the plug within the distal lumen which divides fluid pathway. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the customer description, photo provided, and comments from cma, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "no incident to report, catheter is functioning/flushing properly per md; however, intensivist reached out because their radiology department is saying that the catheter is appearing on x-ray to look "bent." However, the catheter is functioning properly and md is confident it is working. Md is wondering if it's the catheter material/design that shows up this way under xray imaging. They didn't experience any issues with treatment or functionality."

Event description:
It was reported that: "no incident to report, catheter is functioning/flushing properly per md; however , intensivist reached out because their radiology department is saying that the catheter is appearing on x-ray to look "bent." However the catheter is functioning properly and md is confident it is working. Md is wondering if it's the catheter material /design that shows up this way under xray imaging. They didn't experience any issues with treatment or functionality."

Manufacturer narrative:
(B)(4). Section d4: UDI number added.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "no incident to report, catheter is functioning/flushing properly per md; however , intensivist reached out because their radiology department is saying that the catheter is appearing on x-ray to look "bent." However the catheter is functioning properly and md is confident it is working. Md is wondering if it's the catheter material /design that shows up this way under xray imaging. They didn't experience any issues with treatment or functionality."